Event description:
Sign i.m. Nail broke approximately 3 yrs and 7 months post surgery. Pt was full weight bearing on a nonunion. The surgeon will do exchange nailing. There is no indication of product defect.